Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the endoscope controller (ec) to resolve the vision issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the endoscope controller involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure on the ec. The ec was installed and tested on the pca test system. The system started up without any error. The firefly was enabled but the laser was not turned on. The light engine has failed. A log review confirmed that the benign hysterectomy was performed on (B)(6)2022. Via system sk5449. The technical support engineer (tse) performed a review of the site's system logs. Investigation revealed the following possible related system error: 45314 ¿ frozen video on the left and right channels of the camera/scope was detected by video camera algorithm 1 (vca1) in video processor (vp) check camera cable connection. This complaint is considered a reportable event due to the following conclusion: the firefly image could not be seen through the scope. The surgeon was able to continue with the procedure and completed it robotically without any patient injury. While there was no injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) stated that they tried two different scopes on the system, but there were vision issues on the system. The technical support engineer (tse) had the csr power cycle the system, but the issue persisted. The tse reviewed logs and noted error 45314. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system powered on without errors. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.